Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947-65, lead, implanted: (B)(6) 2009; c154dwk, ICD, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported an infection occurred. It was further reported there was vegetation on the right atrial lead. The lead was explanted. No further patient complications have been reported as a result of this event.